Event description:
It was reported that during the implant attempt there was high lead impedance observed and a suspected fracture in the pacing lead. The attempted lead was not used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the full lead was returned and analyzed. The analysis performed revealed no anomalies were found. (B)(4).